Event description:
It was reported, on thursday, (B)(6) 2010, dr (B)(6) was using the axsos proximal tibia targeter. He fixated the plate proximally and distally and decided to put a locking screw into the most distal locking hole of the plate. It was a 4 hole right plate. He inserted the tissue protector into the targeting arm and fully seated it until he heard the "click". He then inserted the locking drill sleeve into the tissue protector and screwed the drill sleeve into the locking hole of the plate. He drilled his pilot hole, measured, and chose a 22mm x 4mm locking screw. He disengaged the locking drill sleeve from the plate by unscrewing it from the locking hole and removing it from the tissue protector and targeting arm. I asked him if he would like to start the screw by hand, but he chose power. He inserted the screw into the tissue protection sleeve and advanced the screw into what he thought was the plate hole. Upon insertion, we heard what sounded like harsh metal on metal sounds. He looked at an x-ray and found that the screw had missed the plate. The sound we heard was the screw grinding against the side of the plate, as it missed the hole completely. I have x-rays of this event. It then took him 30-45 mins to fish the screw out of the pt's leg. He reinserted another screw into the locking hole. He started the screw on power and finished by hand, but did not use the torque limiter. He could not get either of the shaft locking screws to fully seat into the plate. He would not use the torque limiter, but felt that he should have been able to fully seat the screws into the plate with the hand driver.

Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided on a supplemental report.